Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-04218 it was reported that the patient was experiencing stimulation in regions outside of the desired coverage area as a result of lead migration following a traumatic event. The patient's ipg was also protruding from the pocket as a result of weight loss. Surgical intervention was undertaken on (B)(6) 2023 in which the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.